Manufacturer narrative:
Per tandem's user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer jumped in the pool while connected to the pump and subsequently a malfunction alarm occurred. Customer's blood glucose level was 114 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.